Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient was seen in the clinic for routine device check and it was noted that the right ventricular thresholds had changed. This was due to patient engaging in twiddler's syndrome. The lead was dislodged and was replaced.